Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Corrected fields: h6 ( device codes) "2923 - device dislodged or dislocated" was added b5 (problem description) problem description was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to a complete loss of capture in all available vectors. Patient had a fall in mid on (B)(6), the patient could not remember the exact date. Patient was hospitalized for non cardiac reasons and upon check of this lead, it had no capture. Sensing and impedance measurements were stable. A suspected dislodgement was considered as a result of this fall. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to complete loss of capture in all available vectors. Patient had a fall in mid july, the patient could not remember exact date. Patient was hospitalized for non cardiac reasons and upon check of device, it had no capture. Sensing and impedance measurements were stable. No additional adverse patient effects were reported.